Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Event description:
Information received by medtronic indicated that the extension tube of the sheath detached from the stopcock. This occurred while the physician was exchanging the cryoablation catheter. The patient had air embolism 10 minutes after stopcock detachment. Patient had a total recoverery.

Manufacturer narrative:
The device was not returned for evaluation. Historical data review shows no other occurrences of the reported failure for 4fc12 lot #26157. Device history records were verified and confirmed that the devices were manufactured according to specification and passed acceptance testing. An internal CAPA has been initiated to investigate the reported condition. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.